Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing end cap sticker, bleeding and cracked lcd glass.

Event description:
It was reported that the insulin pump had a crack on the case and on the battery compartment because it was dropped on the floor. The customer's blood glucose was unknown. Nothing further was reported.